Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. Event date is an estimation.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The issue was resolved when the patient upgraded their app version. The device is providing therapy.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.